Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation on (B)(6) 2023, that an axios stent and electrocautery enhanced delivery system was to be implanted in the common bile duct to treat a cholangiocarcinoma during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the stent was deployed; however, there was difficulty removing the delivery system. The physician removed the delivery system together with the stent and it was noted that the stent was deformed, and the stent cover was damaged. The procedure was completed using another wallflex biliary stent. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.